Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 4, reference: 1.8, mean: 2.90. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Case did not include information regarding finger stick technique, patient condition or product storage conditions/expiration date. Root cause can not be determined without more information. Unable to perform retained strip test due to unknown strip lot number on the event details, no further investigation is possible. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Root cause could not be determined from the information provided by the customer. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 4, lab: 1.8. Inratio and lab results were taken within an hour of each other. Patient self tester purchased inratio strips off of the internet ((B)(6)). Customer was unable to provide information on the lot number of the strips and did not wish to go over troubleshooting.